Manufacturer narrative:
Due to character limitation. Initial reporter full name: maquet portugal lda. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance cs300 intra-aortic balloon pump (iabp) had pressure transducer drive manifold problem. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusions, type of investigation), h11. A getinge field service engineer (fse) evaluated the device and several faults were detected. Fse replaced pressure sensors x1 and x2 faulty (0682-00-0076-01), drive assembly (0104-00-0018), fill manifold (0104-00-0023). The following was also missing: support (IV pole) (0436-00-0199), power cable (0012-00-0886-02), bag with doppler (0154-01-0001). The material to replace and replenish was ordered. On 5-02-2025 replacement of identified components and calibration of all equipment. Verification, preparation of service protocol and functional tests. Operational equipment. Unit returned for clinical use.